Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check difficult/unable to operate, stopper separates and plunger difficult to move due to unknown lot number. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check difficult/unable to operate, stopper separates and plunger difficult to move due to unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that unspecified bd¿ syringe plunger was difficult to use and separated from the syringe. This was discovered during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the customer had difficulty with using the syringe for a 3 month time frame. Per update on 04/17/2020 from phone call on 2020-04-17 13:17:56: called consumer twice to obtain additional product complaint information. Consumer stated she had difficulty with using the oral syringe for the 3 month timeframe and also stated the black rubber piece on the plunger came off and the plunger won't pull back or draw her medication. Stated she received one oral syringe in a clear plastic bag from express scripts mail order. Consumer stated the lot # is unknown and reference # is unknown. Advised consumer to contact mail order pharmacy to try to obtain item #. Consumer agreed to call back if she is able to obtain information. Stated she purchased additional oral syringes from amazon. Consumer called to inquire about purchasing an oral syringe direct. Stated per pharmacist that her medication only came with one oral syringe for 3 month use. Stated she had difficulty with using the syringe for a 3 month timeframe. Stated her retail pharmacist as well as mail order pharmacy, advised her that she does not get a replacement or additional syringe with her medication. Pharmacist advised her that she can purchase additional syringes. Advised consumer that bd does not sell directly to consumers. Further advised consumer that she must contact her healthcare professional or pharmacy for additional product purchase.